Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer experienced an elevated blood glucose (bg) range of over 600 mg/dl with high ketones resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. Reportedly, the customer administered a manual injection and a bolus via pump to address bg level. The customer was hospitalized and treated with saline fluids, insulin fluids, potassium and glucose. The customer was not released from the hospital at the time of report. Customer declined to provide additional information with tandem technical support pertaining to hospital release date. Tandem technical support performed a pump system check and confirmed pump is functioning as intended. Customer acknowledged and understood.